Event description:
It was reported that the site was experiencing problems with the programming system. The wand could not be ruled out as a contributory factor during troubleshooting. The wand was subsequently returned to MFR for analysis. Analysis of the device revealed that the serial data cable, which produced communication errors, had intermittent conductors. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.